Manufacturer narrative:
Retainer ring = missing. Customer returned insulin pump for an alleged blank display found on (B)(6)2021. Device was received with a missing reservoir tube o-ring and a missing retainer. Device was also received with a blank display. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to downloaded history files and traces using thus due to blank display. Unable to generate power management graph due to blank display. Device was cut open to perform visual inspection and found that the battery tube power connector was not connected properly to j7/pcb1. No evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Connected the power connector and continued testing. Device passed the self test, sleep current measurement and active current measurement. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a missing retainer. Device was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recoded in the formatted history file for the event date. Blank display was confirmed due to battery tube power connector not connected properly to j7/pcb 1. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. A missing reservoir tube o-ring and a missing retainer were confirmed. Unable to downloaded history files and traces using thus due to blank display. Blank display was confirmed due to battery tube power connector not connected properly to j7/pcb 1. However, connected the power connector, continued testing and download and no blank display noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the insulin pump was not turning on even after changing new battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.